Event description:
The venous return line became disconnected during continuous renal replacement therapy (crrt) on a prismaflex control unit. According to the nurse, the prismaflex control unit did not alarm when the return line became disconnected from the catheter. The nurse identified the disconnection when she noticed blood around the jugular catheter. Limited info was provided by the clinical nurse specialist. She stated the pt was "fine" and did not require any medical intervention. Since this incident, the pt had been taken off crrt and transferred out of the unit. No other info was provided and permission was not given to inspect the prismaflex control unit or analyze the data card files from the control unit.